Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: driveline malfunction.

Event description:
Major pump unit(s) involved: external control system failure;no failure; perc lead wires exposed.specific component(s) involved: driveline malfunction;wires exposed, no broken wires; no alarms.causative or contributing factor: patient noncompliance in device maintenance and protection; other intervention : rescue tape; thoratec to repair sheath in 2009;type: lvad.